Event description:
The customer reported the second 3.5x12mm screw stripped during an anterior cervical disk fusion surgery and the surgeon was unable to remove it from the implant so the surgeon took out the other screws and the implant. The distributor said he was uncertain if the issue was from the screw or from the patient's bone quality. This added 10-15 minutes to the surgery time. There was no patient injury reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.